Manufacturer narrative:
(B)(4). It was reported the patient did not connect to the patient line before starting fill 1, and solution leaked out of the patient line. The direct cause of the leak was determined to be a use error as the patient did not connect to the set prior to proceeding with therapy. Baxter labeling instructs the patient to connect the transfer set to the patient line following priming. The labeling also specifically cautions the patient to follow the steps to prepare for therapy (including connecting to the patient line) before initiating therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device progressed from prime to fill one of peritoneal dialysis therapy prior to the patient connecting themselves to the patient line. This resulted in solution leaking from the open line. The technical service representative assisted the caregiver with ending therapy and advised the caregiver to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.